Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(4).

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time, unspecified lines of the pump were programmed to deliver lactated ringers solution at a rate of 20-30 ml/hr, dopamine 800 mg/250 ml and vasopressin 250 u/250 ml and the delivery was started. No further programming parameters were provided. On (B)(6) 2010 at 0700, the pt's blood pressure (bp) was 124/57 mmhg. The customer contact reported that at 0705, the pump alarmed with code 0400 that could not be cleared rendering the pump inoperable. At this time, it was reported the pt's bp decreased to the "low 70's" systolic. The nurse reported that, "within a couple minutes had a replacement pump. Meds restarted within less than 3 minutes with a second omni flow pump. Minimal temporary harm." The customer reported that "the pt's bp remained low for 2-5 minutes and then returned to the previous level." During testing at the user facility, the pump alarmed at power up during the self-test with service code 0400 (transducer pegged low error) and was inoperable. Though requested, no add'l info was provided.